Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that while attempting to tighten the screws on the backup system controller; after installing the emergency backup battery, the screw head snapped of the screw. The system controller was exchanged.

Manufacturer narrative:
D4 - UDI - correction: manufacturer¿s investigation conclusion: the reported event of a snapped off backup battery cover screw head was confirmed. Visual inspection of the system controller, serial number (B)(6), confirmed that the bottom half of the screw was still inside the system controller. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The snapped backup battery cover screw head did not affect functionality of the system controller or restrict its ability to remove the backup battery cover. The provided information stated that the event happened when attempting to tighten the screws. A manufacturing analysis task was opened to investigate the issue of a damaged backup battery cover screw. A root cause for this reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the electric IFU page of the abbott website. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.